Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 2.7 mmol/l and their sensor glucose read 4.4 mmol/l. Customer also reported the sensor trace showed noise. The customer reported they will continue use of the sensor. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.